Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024, which is off-label usage of the device. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced dizziness, fatigue, nausea, and frequent urination. The cgm was reading around 200 mg/dl and the blood glucose reading was 426 mg/dl. The patient walked to the ed. Upon arrival, she was around 466 mg/dl on her bg and 263 mg/dl on her cgm. They gave her insulin through IV and bolus of normal saline and she was discharged at around 10:30 pm the same day. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.